Manufacturer narrative:
Additional information received on september 22, 2016. (B)(4).

Manufacturer narrative:
Integra has completed their internal investigation on september 12, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the tube is broken on its thread, next to the laser welding. When assembled with an insert, the broken part cannot fall so there is no risk of fragment in the patient. A thorough observation of the fracture area does no show visual evidence of a manufacturing or material defect. The tube does not have any coating. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: the instrument has been modified outside of (B)(4) by an external contractor no qualified by (B)(4). This modification could have weakened the instrument and led to the reported event.

Event description:
Report 1 of 6: same failure, same product ID, different procedures. Other mfg report numbers: 2523190-2016-00147, 2523190-2016-00148, 2523190-2016-00149, 2523190-2016-00150, 2523190-2016-00151. It was reported that during a visceral procedure, the welding of the tube broke. The device was in contact with the patient however, no patient injury reported. The event lead to one hour surgical delay. Additional information was requested and the following was received on september 5, 2016: the one hour surgical delay is considered a significant increase in relation to surgery time. The procedure was completed with a replacement device.